Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels reached above 250 mg/dl while wearing the pod between 5 and 24 hours on the leg. The patient reports they had been admitted to the hospital 'possible due to a clogged needle'. The patient reported the case via the insulet portal and did not provide any additional information regarding symptoms, treatment, name of hospital or length of stay at the hospital. Additional information is being solicited and will be provided in a supplemental report.

Manufacturer narrative:
Please note the date of event b3 has been corrected from apr 2, 2015 to apr 2, 2025